Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user states she applies bard protective barrier wipes to her peristomal skin, but not to the reddened areas. She uses tincture of benzoin to her peristomal, but not to the reddened areas. She uses ivory soap to cleanse her peristomal skin and changes her wafer every three days. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: (B)(4) 2014.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reports redness to her peristomal skin from 5-7 o'clock which extends outward approximately 7mm. She does have some pain from this area. She applies karaya powder to the reddened area followed by water. She also has a reddened area at 3 o'clock which measures approximately 25mm. She applied nystop power to this area because, she said it is fungal.